Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v034478, implanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The manufacturing representative reported that the patient was considered a potential replacement patient (prp) and was called to facilitate scheduling of a follow-up appointment. The patient said she had the device removed because it didn;t work as well as her first implant.